Event description:
Information received from our (B)(4) affiliate. On (B)(6) 2011, the parent of a patient reported his/her child experienced a medical adverse event while wearing 1-day trueye narafilcon a contact lenses (narafilcon a product is not marketed in the u.s.). The patient experienced pain ou and presented to the (B)(6). On (B)(6) 2011, an office clerk at the (B)(6) confirmed that the patient was examined on (B)(6) 2010, diagnosed with iridocyclitis and keratitis in the right eye (od). The patient was prescribed cravit and orgadrone eye drops. The patient did not return to the clinic for additional follow up as instructed; the doctor could not confirm that the patient's od recovered. The doctor presumed "that this event was severe for the reason that the symptoms developed in eye, but the symptoms did not result in inpatient treatment or loss of vision." The affiliate also noted, "in the medical review, it was confirmed that this event was not related to 1-day trueye lenses." This event is being reported worst case. The lot number of the product in question is unknown and the product in question is not available for return for evaluation. No additional information is expected to be received regarding this event. Based on the limited information available, no further investigation can be conducted at this time. (B)(4).

Manufacturer narrative:
Device not returned. No evaluation will be performed. No conclusion can be drawn.